Event description:
Information received indicates the stretcher continues to roll after the brake has been set.

Manufacturer narrative:
The technician adjusted the brake position for all four casters to repair the stretcher.